Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 30-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), monoplegia ("right arm with paralysis in right arm"), sleep disorder ("sleep disturbance") and burnout syndrome ("burn out") in a female patient who had essure (batch no. 761618) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), sleep disorder (seriousness criterion hospitalization), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("painful periods"), headache ("headaches"), the first episode of migraine ("migraine"), gastrointestinal disorder ("gastrointestinal disturbances"), abdominal distension ("abdominal swelling"), mood altered ("mood disturbance"), tremor ("trembling"), balance disorder ("loss of balance") and hypoaesthesia ("numbness in hands and feet"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling of legs"), oedema peripheral ("oedema of feet") and the second episode of migraine ("major migraine"). In (B)(6) 2012, the patient experienced monoplegia (seriousness criterion medically significant), abdominal pain ("abdominal pain") and chest pain ("pain in chest"). In 2013, the patient experienced intervertebral disc protrusion ("discal hernia (cervical)") with neck pain. In (B)(6) 2013, the patient experienced back pain ("lumbar pain"). In 2014, the patient experienced hyperhidrosis ("sweating"). In 2015, the patient experienced burnout syndrome (seriousness criteria hospitalization and disability), depression ("depressive state/ depression"), memory impairment ("disturbances of memory"), speech disorder ("disturbances of speech") and fatigue ("major fatigue"). In (B)(6) 2015, the patient experienced premature menopause ("early menopause"). In (B)(6) 2017, the patient experienced tinnitus ("tinnitus"). On an unknown date, the patient experienced feeling cold ("constant cold"). The patient was hospitalized sometime in (B)(6) 2017 and then for 15 days sometime in (B)(6) 2017. The patient was treated with anti-depressants, anxiolytics and analgesics. At the time of the report, the pelvic pain, monoplegia, sleep disorder, burnout syndrome, abdominal pain, menorrhagia, dysmenorrhoea, headache, gastrointestinal disorder, abdominal distension, mood altered, tremor, balance disorder, hypoaesthesia, peripheral swelling, oedema peripheral, chest pain, the last episode of migraine, hyperhidrosis, depression, memory impairment, speech disorder, fatigue, premature menopause, tinnitus, intervertebral disc protrusion and feeling cold outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, balance disorder, burnout syndrome, chest pain, depression, dysmenorrhoea, fatigue, feeling cold, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, intervertebral disc protrusion, memory impairment, menorrhagia, monoplegia, mood altered, oedema peripheral, pelvic pain, peripheral swelling, premature menopause, sleep disorder, speech disorder, tinnitus, tremor, the first episode of migraine and the second episode of migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - in (B)(6) 2014: result was not provided. Colonoscopy - in o(B)(6) 2016: result was not provided. Neurological examination - in (B)(6) 2017: for tinnitus - result was not provided. Nuclear magnetic resonance imaging - in (B)(6) 2013: cervical MRI - result was not provided.; in (B)(6) 2014: lumbar spinal MRI - result was not provided.; in (B)(6) 2014: cervical spinal MRI - result was not provided. Nuclear magnetic resonance imaging abdominal - on an unknown date: result was not provided. Ultrasound abdomen - in (B)(6) 2014: result was not provided. Ultrasound bladder - in (B)(6) 2014: result was not provided. Ultrasound kidney - in (B)(6) 2014: result was not provided. Ultrasound pelvis - in (B)(6) 2014: result was not provided.; in (B)(6) 2016: result was not provided. Appointment taken with surgeon and allergy specialist. Saw her gynaecologist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-dec-2017 for the following meddra preferred term: pelvi pain. The analysis in the global safety database revealed 8.665 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), monoplegia ("right arm with paralysis in right arm"), sleep disorder ("sleep disturbance") and burnout syndrome ("burn out") in a female patient who had essure (batch no. 761618) inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), sleep disorder (seriousness criterion hospitalization), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("painful periods"), headache ("headaches"), the first episode of migraine ("migraine"), gastrointestinal disorder ("gastrointestinal disturbances"), abdominal distension ("abdominal swelling"), mood altered ("mood disturbance"), tremor ("trembling"), balance disorder ("loss of balance") and hypoaesthesia ("numbness in hands and feet"). In (B)(6) 2012, the patient experienced peripheral swelling ("swelling of legs"), oedema peripheral ("oedema of feet") and the second episode of migraine ("major migraine"). In (B)(6) 2012, the patient experienced monoplegia (seriousness criterion medically significant), abdominal pain ("abdominal pain") and chest pain ("pain in chest"). In 2013, the patient experienced intervertebral disc protrusion ("discal hernia (cervical)") with neck pain. In (B)(6) 2013, the patient experienced back pain ("lumbar pain"). In 2014, the patient experienced hyperhidrosis ("sweating"). In 2015, the patient experienced burnout syndrome (seriousness criteria hospitalization and disability), depression ("depressive state/ depression"), memory impairment ("disturbances of memory"), speech disorder ("disturbances of speech") and fatigue ("major fatigue"). In (B)(6) 2015, the patient experienced premature menopause ("early menopause"). In (B)(6) 2017, the patient experienced tinnitus ("tinnitus"). On an unknown date, the patient experienced feeling cold ("constant cold"). The patient was hospitalized sometime in (B)(6) 2017 and then for 15 days sometime in (B)(6) 2017 until (B)(6) 2017. The patient was treated with antidepressants, anxiolytics and analgesics. At the time of the report, the pelvic pain, monoplegia, sleep disorder, burnout syndrome, abdominal pain, menorrhagia, dysmenorrhoea, headache, gastrointestinal disorder, abdominal distension, mood altered, tremor, balance disorder, hypoaesthesia, peripheral swelling, oedema peripheral, chest pain, the last episode of migraine, hyperhidrosis, depression, memory impairment, speech disorder, fatigue, premature menopause, tinnitus, intervertebral disc protrusion and feeling cold outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, balance disorder, burnout syndrome, chest pain, depression, dysmenorrhoea, fatigue, feeling cold, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, intervertebral disc protrusion, memory impairment, menorrhagia, monoplegia, mood altered, oedema peripheral, pelvic pain, peripheral swelling, premature menopause, sleep disorder, speech disorder, tinnitus, tremor, the first episode of migraine and the second episode of migraine with essure. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - in (B)(6) 2014: result was not provided. Colonoscopy - in (B)(6) 2016: result was not provided. Neurological examination - in (B)(6) 2017: for tinnitus - result was not provided. Nuclear magnetic resonance imaging - in (B)(6) 2013: cervical MRI - result was not provided.; in (B)(6) 2014: lumbar spinal MRI - result was not provided.; in (B)(6) 2014: cervical spinal MRI - result was not provided. Nuclear magnetic resonance imaging abdominal - on an unknown date: result was not provided. Ultrasound abdomen - in (B)(6) 2014: result was not provided. Ultrasound bladder - in (B)(6) 2014: result was not provided. Ultrasound kidney - in (B)(6) 2014: result was not provided. Ultrasound pelvis - in (B)(6) 2014: result was not provided.; in (B)(6) 2016: result was not provided. Appointment taken with surgeon and allergy specialist. Saw her gynaecologist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.